Event description:
It was reported that the ilet device screen cracked after the user dropped the device, and a replacement was arranged with return instructions and data sync guidance. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included remote assessment through customer interview and troubleshooting education. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no device performance malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.